Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones and interrogation revealed an out of range shock impedance measurement of 128 ohms. No adverse patient effects reported.